Manufacturer narrative:
The intra-aortic balloon catheter was returned for eval on (B)(4) 2014, however, the sheath used during insertion was not returned. The device was sent for decontamination prior to testing. A vacuum was applied to the iab using the returned one-way valve. The valve performed according to specifications by successfully holding the vacuum. An insertion test was then performed, using an 8fr laboratory sheath similar to the one used by the facility during the reported failure. The iab was successfully inserted through the sheath w/o difficulty. In order to determine if a leak could have caused the reported "unraveling" experienced, a 4psi underwater leak test was performed on the iab, catheter, y-fitting and extracorporeal tubing and no leaks were detected. Additionally, device history records were reviewed and no non-conformities were found which could have caused the reported problem. Based on the results of the investigation, we are unable to confirm the reported failure. The device and returned components performed according to specifications.

Event description:
On (B)(6) 2014, an intra-aortic balloon (iab) insertion was attempted on a pt in cardiogenic shock with little heart muscle movement. The physician was unable to insert the iab through the maquet 8fr sheath provided in the kit. The physician spent approx 45 mins getting initial access and the pt developed a hematoma on the left side, however, the guidewire was successfully inserted. The catheter membrane was inserted about half-way into the sheath and then met a lot of resistance. The physician pulled the iab back and tried to re-advance the balloon, however, there was a lot of unraveling and they decided to discontinue use and get a second iab. The physician commented that this pt was critical. It was reported that the pt made it through surgery until the next day and expired on (B)(6) 2014.